Manufacturer narrative:
It was reported that the patient died nine days after event as a result of stomach cancer. No products were returned for testing. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that failure to capture was observed with this pacing system. No adverse patient effects were reported.